Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-06255. It was reported the patient experienced ineffective therapy in her lower back. Reportedly, surgical intervention was undertaken on (B)(6) 2016 wherein one lead of the two leads was repositioned higher in the epidural space and the second original lead was explanted and replaced with a new model during the same procedure. Effective therapy was achieved postoperatively and the issue resolved. Note: it's unknown which lead was explanted, therefore both are being reported

Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-06255.